Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2020, a insertable cardiac monitor (icm) was paired with a transmitter in preparation for an implant procedure. The patient changed their mind, and the procedure was canceled. The icm and transmitter were not unpaired at the time. On (B)(6) 2020, the icm was prepared for another implant. Upon interrogation, the icm battery was found almost fully drained. The icm was not used. No patient symptoms were reported.

Manufacturer narrative:
Device was never implanted but it was paired to remote care system in the field. Session record showed that the implant date was not entered, and this is the reason of battery status bar showing empty. Further analysis performed indicated normal device characteristics, and battery voltage was still at beginning of life level. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.